Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a port of the y-set was damaged. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A visual inspection was performed with the naked eye and magnification and a damaged (oval/punctured) and a molded port (mis-spike) was noted. Functional testing was performed which included leak testing and clear passage testing. A leak through a punctured port was identified. The reported connection issue was not verified. A separate complaint, (B)(4), was opened for the leak identified during evaluation. Should additional relevant information become available, a supplemental report will be submitted.